Event description:
During a follow-up, oversensing episodes due to myopotentials were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention was performed at this time. The patient was stable.